Event description:
On (B)(6)2010, pt reported the infusion device emitted a rattling noise and a strong smell of insulin. Pt experienced elevated blood glucose for 2 weeks prior to report. Blood glucose elevated as high as 331 mg/dl and target blood glucose is 100-200 mg/dl. Pt corrected hyperglycemia by bolusing through infusion device and by setting an increased temporary basal rate. Pt reported infusion device no longer makes "spit" sound when delivering boluses. Pt does not believe insulin is being delivered properly. Insulin cartridge and infusion set were used per specification. Adapter and battery cover were approx 2 months old. Pt was using the correct type of battery. Infusion device buttons functioned as intended. Infusion device was not dropped or exposed to water or known insulin ingress. There were no leaks or cracks in the infusion device or air bubbles in the insulin cartridge or infusion set. No alerts or error messages were rec'd. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.